Manufacturer narrative:
An amo field service engineer (fse) examined the sovereign sys and handpiece and found both to be functioning properly. The fse was not able to determine the cause of the corneal burn experienced by the customer.

Event description:
The surgeon reported experiencing a corneal burn in the operative eye during a phacoemulsification procedure. Sutures were not required to close the wound, however, the pt is currently experiencing a 2 diopter induced astigmatism.